Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat restenosis in the mid right coronary artery (rca) with heavy tortuosity, heavy calcification and 90% stenosis, pre-dilatation was performed. A 3.5x28 mm rx xience xpedition stent delivery system (sds) was advanced and attempted to cross the lesion at the rca but could not cross due to the heavy tortuosity. The sds and guiding catheter were attempted to be removed from the patient anatomy as a single unit; however, the sds was not able to be removed because the proximal edge of the stent implant came into contact with the distal edge of the introducer sheath. Reportedly, the proximal edge of the stent implant was squeezed and pulled into the introducer sheath with a gooseneck snare. Then the introducer sheath, the sds and the guiding catheter were removed from the patient anatomy as a single unit. The distal shaft of the sds was intentionally cut about 20 cm proximal to the tip because the sds could not be removed from the introducer sheath. A non-abbott stent was implanted at the target lesion and the procedure was completed without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.